Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system called technical services (ts) and inquired if the crt-d system was magnetic resonance imaging (MRI) conditional. Ts reviewed device settings and confirmed that the crt-d system was indeed MRI conditional. The patient also noted having received a recent call from the device treating clinic about stored events that correlated to a time when the patient was welding. Ts suspected cause of events to be due to electromagnetic interference (emi) oversensing. No additional adverse patient effects were reported. The crt-d remains in service.